Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection was performed. No malfunctions were identified; a root cause could not be determined.

Event description:
It was reported that a continu-flo solution set experienced a simultaneous flow during infusion. The primary and secondary sets were observed to "drip together". Premedications decadron and zofran were being infused. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.